Manufacturer narrative:
(B)(4). D10: medical product: femur cemented cruciate retaining (cr) narrow right size 11: catalog#: 42502007002, lot#: 66456633; tibia cemented 5 degree stemmed right size f: catalog#: 42532007502, lot#: 66808616. G2: foreign: new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, eleven (11) days post-implantation, the implanted joint became very swollen and painful and the patient underwent a washout procedure with a bearing exchange. The washout procedure did not remove the infection, however, and the patient then returned to undergo the first stage of a two stage revision surgery to clear the infection. All original implants were removed and the knee was cleaned up without complication. It was reported that no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h4; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records was not performed. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. Investigation results concluded that the root cause of the reported event is attributed to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.